Event description:
It was reported that initial uka operation was performed. Postoperatively, follow-up confirmed that the tibia plate was sinking. And a revision was performed one year, one month post implantation. At the revision, the surgeon found a lot of wear on the removed articular surface.

Manufacturer narrative:
(B)(4). Japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42528200709 partial articular surface right medial size g 9mm lot# 64883414. MDR: 0001822565-2023-01415. Additional associated products: unk femoral lot# unk.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No devices or photographs were received; therefore, the condition of the components is unknown. Review of the device history record identified no deviations or anomalies during manufacturing. Insufficient information provided. Unable to perform a compatibility check. Review of complaint history found no additional related issues for this items and the reported part and lot combinations. Medical records were not provided. This complaint cannot be confirmed. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.